Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of this returned holding sleeve has shown that the locking pin has come off and is missing. The review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion:due to repeated worldwide complaints a CAPA determination request has been initiated in order to find the failure cause and propose corrective and preventive actions, including a design change and our manufacturing engineers have decided to enhance the design of the locking pin in the area of the laser welding.

Event description:
It was reported that the screw was loosening. No further information was provided. This is report 1 of 1 for complaint (B)(4).